Manufacturer narrative:
Device analysis conclusion: the device was returned for analysis. The filter sac was torn at the distal end. The distal torn section was not returned for analysis. The filter frame was able to be pulled into the retrieval catheter without issue during functional testing. It is possible that the filter was not fully captured in the retrieval catheter during removal, thereby resulting in the filter separation. However, this could not be confirmed. The root cause of the damaged filter remains undetermined. (B)(4).

Event description:
The wirion filter was advanced into the superficial femoral artery (sfa). The vessel had multiple lesions, and the filter could not be advanced across the distal lesion. The lesion was predilated with 3mm balloon, but the filter still would not cross the lesion. The filter was deployed farther proximal than desired. The proximal lesion was treated with atherectomy without issue; the atherectomy device did not come into contact with the filter. Upon retrieval of the filter, the basket sheared or broke off. The physician suspected the torn portion was removed during retrieval since no components were seen on imaging in vivo, and there were no components externalized from the retrieval catheter. A non-csi filter was used to continue the procedure. The reason for the initial filter damage could not be determined by the physician or csi field staff.

Manufacturer narrative:
(B)(4). Device analysis conclusion: the device was returned for analysis. The filter sac was torn at the distal end. The distal torn section was not returned for analysis. The filter frame was able to be pulled into the retrieval catheter without issue during functional testing. It is possible that the filter was not fully captured in the retrieval catheter during removal, thereby resulting in the filter separation. However, this could not be confirmed. The root cause of the damaged filter remains undetermined. Csi ID: (B)(4).

Event description:
The wirion filter was advanced into the superficial femoral artery (sfa). The vessel had multiple lesions, and the filter could not be advanced across the distal lesion. The lesion was predilated with 3mm balloon, but the filter still would not cross the lesion. The filter was deployed farther proximal than desired. The proximal lesion was treated with atherectomy without issue; the atherectomy device did not come into contact with the filter. Upon retrieval of the filter, the basket sheared or broke off. The physician suspected the torn portion was removed during retrieval since no components were seen on imaging in vivo, and there were no components externalized from the retrieval catheter. A non-csi filter was used to continue the procedure. The reason for the initial filter damage could not be determined by the physician or csi field staff.